Manufacturer narrative:
This supplemental report is being submitted to correct h9, which was intended to remain blank but data was inadvertently populated after the report was saved and submitted. Olympus will continue to monitor field performance for this device. Correction: h9 (blank).

Event description:
No new information received from the customer.

Manufacturer narrative:
Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the colonovideoscope exhibited white residue within the air/water channel. There were no reports of patient involvement.